Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the 3877-45 lead found the outer insulation appeared to be cut by the needle 11.8 cm from the distal end in the direction that would occur if retracting the lead. It was noted the finding was consistent with needle damage.

Event description:
Please note this lead was received with the lead reported through manufacturer report #2649622-2017-02523.